Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that the delivery system was stuck on the wire. A 6 x 150 x 130 innova¿ stent was selected for an endovascular treatment (evt) procedure. The 99% stenosed, focal target lesion was located in the moderately tortuous left superficial femoral artery (sfa). The innova stent was advanced ipsilateral over a .035 non-bsc wire. Dilatation was performed using a coyote balloon and sfa stenting was performed. After deploying the stent, the physician attempted to remove the innova delivery system but the system became stuck on the wire. The delivery system was removed together with the wire and the procedure was completed. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) with a .035 guidewire returned stuck in the device. The outer shaft, middle shaft and the remainder of the device were checked for damage. There was a slight kink at the nosecone. The stent was not returned. The guidewire that was returned with the device is coated with a hydrophilic coating. This coating must stay hydrated to stay lubricious and to move freely throughout the device. If the guidewire/device dries up and is not kept hydrated stickiness could ensue and the device may feel like it¿s not moving freely. The inner shaft was buckled in several locations. The stuck wire was confirmed due to the style of guidewire that was used during this procedure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that the delivery system was stuck on the wire. A 6 x 150 x 130 innova stent was selected for an endovascular treatment (evt) procedure. The 99% stenosed, focal target lesion was located in the moderately tortuous left superficial femoral artery (sfa). The innova stent was advanced ipsilateral over a .035 non-bsc wire. Dilatation was performed using a coyote balloon and sfa stenting was performed. After deploying the stent, the physician attempted to remove the innova delivery system but the system became stuck on the wire. The delivery system was removed together with the wire and the procedure was completed. There were no patient complications reported.